Event description:
The hcp reported that prior to them being consulted on the case, the patient was hospitalized with a septic-like picture that had been managed and partially treated with antibiotics. A lumber puncture was done that demonstrated csf findings that were consistent with meningitis. The patient had symptoms of fever, chills, and malaise. Hyperspasticity and other signs of itb withdrawl were not present. The actual and residual volumes in the pump were fine, so no diagnostic studies were run on the pump. The hcp did do a culture of the pump reservoir contents. The patient was transferred to another facility for continued treatment. A follow up report will be sent when additional information is received.